Manufacturer narrative:
(B)(4). Batch # p91x14. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 4 malformed clips and 1 conforming clip were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 2 clips were found jammed inside the shaft leading to the found feeding issues. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.